Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when moving the cable and or power supply the voltage would change causing communication errors. The customer could reboot to recover from the error. There is no report of death or serious injury associated with this complaint.